Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the doctor noticed that the plastic coating on the cutting wire was partially missing. The doctor removed it from the patient and completed procedure by using another device. During the investigation, omsc found the plastic coating on the cutting wire was partially missing. There was no report of patient injury regarding this report.

Manufacturer narrative:
The investigation also confirmed that the coating was torn and approximately coating was missing for 6mm. There were no other abnormalities related to the breakage in the subject device. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The coating broke off and came off from the cutting wire because of user handling. This report is being submitted as a medical device report in an abundance of caution.